Event description:
Revision of aequalis reverse ii shoulder implants. Glenoid implants were loose and showed signs of loosening on x-ray. Staged revision surgery planned. This was the first revision case to convert the implants to a hemi prosthesis. All glenoid components were removed and replaced with a graft from the clavicle. The humeral insert was removed. The humeral stem remained sturdy and a hemi adaptor was placed on top. Original usage is unknown, hospital had no record. Only one implant was able to be identified after removal.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
Revision of aequalis reverse ii shoulder implants. Glenoid implants were loose and showed signs of loosening on x-ray. Staged revision surgery planned. This was the first revision case to convert the implants to a hemi prosthesis. All glenoid components were removed and replaced with a graft from the clavicle. The humeral insert was removed. The humeral stem remained sturdy and a hemi adaptor was placed on top. Original usage is unknown, hospital had no record. Only one implant was able to be identified after removal.

Manufacturer narrative:
Correction - please refer h6 result code & conclusion code. The reported event could be confirmed based on the medical expert opinion on the available x-ray record. A review of the x-rays by the medical expert stated: the implant is used as intended and the glenoid component is completely loose with wide radiolucencies around the baseplate and the screws. The reason behind the alleged failure is most likely loss of osteointegration. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material manufacturing or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation and formal medical expert opinion the definitive root cause could not be attributed. It is most likely a patient related issue. If the device is returned or any further information is provided, the complaint report will be updated.